Event description:
Using amo complete moistureplus multipurpose solution -made in another country, lot zb02799 2008/7. Got eye infection requiring treatment at local urgent care facility. Dates of use: 2007. Diagnosis: contact lens user.